Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, the insulin gauge was inaccurate and static. Customers blood glucose level was 156 mg/dl. Reportedly the customer continued to use pump for insulin therapy.